Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jan-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxis system indicated that it was not communicating. A technical support specialist (tss) reviewed the station and verified reboot events around the reported time, determining that the system had not performed a controlled restart and that no user or system-initiated reboot was present. The tss identified that the system experienced an unexpected shutdown consistent with a power-related event, with no intermediate activity recorded, indicating the root cause was external to the operating system. The tss then confirmed that the communication issue was due to the data synchronization service not running because of an incorrect startup configuration, corrected the configuration, and restored communication with the server. The tss verified that the station returned to normal operation and planned to inform the customer of the findings and proceed with case closure. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system device was offline and the pyxis system indicated that it was not communicating. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.